Manufacturer narrative:
The last valid calibration had higher than expected signals for one calibrator level. The other calibrator level signals were within expected values. Quality controls were within specified ranges. Only one control value was outside of range, but it is unclear which date this value was measured. On the date of the event the alarm trace showed an insufficient sample volume error. Performance testing was within specifications. A specific root cause could not be determined based on the provided information. Possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys vitamin b12 immunoassay (b12) on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample was tested in a sample cup and initially resulted as < 50 pg/ml. The sample was repeated twice, resulting as 231.6 pg/ml and 194.0 pg/ml. No adverse events were alleged to have occurred with the patient. The b12 reagent lot number was 264208. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing. Upon initial investigation, calibrations and the repeat result data were dated with 2016 dates. It is assumed that the customer changed the date within the analyzer software. It was confirmed that all sample measurements took place on (B)(6) 2017.